Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 16373 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for seven applications on the reported event date. The balloon catheter was inserted into the balloon sleeve when the vacuum was applied, then pushed into the sheath. Flush and aspiration was performed and retracted to the sleeve without any issue. No anomalies were identified on the balloons bonding and the shaft. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.1896 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating a mechanical component error during the first ablation of the left inferior pulmonary vein (lipv). The system notice was cleared and three more attempts were made which did not resolve the issue. The console was rebooted and a system notice was received indicating that the system detected a high level of refrigerant flow during the system flush, and the system flush was stopped. The console was rebooted twice more and the same system notice occurred. The auto connection box and coaxial umbilical cable were replaced which did not resolve the issue. The physician attempted to retract the balloon back into the sheath unsuccessfully.  A manual retraction kit was opened and a saline and contrast mix was used to visualize the balloon inflate and retract it. The physician decided to switch to radiofrequency. During the switch over, it was discovered the scavenging port in the lab was switched off. The physician decided to revert back to cryoablation. Th e balloon catheter was replaced at the physician's request. During the first ablation, a system notice was received indicating that the safety system detected a compromised outer vacuum. The system notice message was cleared and the system notice did not reoccur again. The case was aborted. No patient complications have been reported as a result of this event.